Event description:
During an endoscopic procedure, the physician used cook endoscopy captura hot disposable biopsy forceps. During use, the distal tip of the forceps detached in the pt. The tip was retrieved using cold forceps. No add'l medical procedures were required due to this occurence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: we are unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. After a review of the device history record for this lot #, we can report that no discrepancies or anomalies were observed. A review of the twelve mo complaint history for this prod family was conducted. In the pat twelve mos, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. Several attempts were made in an effort to collect add'l info regarding prod usage. However, we can provide the following comments: the instruction for use caution the user that the endoscope must remain as straight as possible when inserting or withdrawing the forceps. The instructions also direct the user that the forceps cups must remain closed during introduction into, advancement through, and removal from the endoscope. If these directions are not followed, damage to the forceps and endoscope may occur. Damage to the forceps can occur if the device rec'd excessive pressure during advancement and/or removal from the endoscope. The instructions for use for this prod line advise the user to advance the device through the accessory channel in 1-2 cm increments until it is visualized exiting the endoscope. This activity will aid in the device preservation. Prior to distribution, all captura hot disposable biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.